Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device stopped cutting. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the trigger housing of the actual device involved in this event was returned for evaluation. The trigger housing was visually and functionally evaluated. Functional tests involving the main housing could not be performed. The returned trigger housing operated as intended during evaluation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.